Manufacturer narrative:
Additional information was received indicating that sound was present. This new information makes this issue no longer reportable since the presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. This investigation is concluded.

Manufacturer narrative:
E1: reporting institution phone#: (B)(6). E1:reporter phone#: (B)(6). The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. Good faith efforts are ongoing to determine whether the speaker still produced sound. There has been no response to date. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 indicating that the device was defective; the monitor displayed a speaker error. The device was in clinical use on a patient at the time of the event. No adverse event was reported.